Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that this 21mm bioprosthetic aortic valve underwent valve-in-valve intervention due to severe symptomatic aortic stenosis. Per obtained information, the patient presented with progressive dyspnea on exertion with shortness of breath, occasional chest pain, and occasional orthopnea/pnd. A 23mm transcatheter valve was deployed without complications. Post procedure echocardiography and aortography revealed trace aortic insufficiency with a well-positioned and functioning bioprosthetic valve. The patient was extubated and transported to the cardiothoracic intensive care unit in stable condition.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that twelve (12) years, three (3) months post-implantation of this 21mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted due to aortic stenosis. As reported, the transcatheter valve was deployed without complications and the case went well. No additional details were provided.